Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The customer then tried a manual bolus with the infusion set but no insulin came out. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue. The customer removed the reservoir and rewound the insulin pump. The customer disconnected and reconnected the same reservoir and infusion set. A manual prime was performed and the insulin pump alarmed with no delivery. The customer was advised that an infusion set or reservoir occlusion caused the alarm. The customer was advised to change the infusion set and reservoir as soon as possible; the customer did so. No products were returned or replaced.